Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: essure had moved into uterus;"), device dislocation ("malposition of essure device-location of device: pelvis outside of fallopian tubes"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("bleeding of the uterus") in a 30-year-old female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroidectomy (3 surgeries ((B)(6) 2006, (B)(6) 2008, (B)(6) 2008)). Concurrent conditions included adhd, body mass index normal, tobacco user (for 14 yrs) and bipolar disorder. Concomitant products included salbutamol (albuterol) since 2005 for asthma as well as clonazepam (klonopin), hydrocodone, ibuprofen, obetrol (adderall), ondansetron (zofran), paracetamol (tylenol), paroxetine hydrochloride (paxil) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). In (B)(6) 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), mood swings ("mood swings") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced paraesthesia ("tingling in arms and feet") and insomnia ("insomnia (past 2 years ongoing issue)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and post procedural infection ("infection from hysterectomy/infection from surgery"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced umbilical hernia ("hernia at belly button"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), weight decreased ("weight loss"), tooth disorder ("dental problems"), hot flush ("hot flashes"), night sweats ("night sweats"), pyrexia ("fever"), hypoaesthesia ("numbness in arms and feet"), skin discolouration ("toes will turn purple") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(uterus and cervic removed)/uterine coil removed from myometrium), surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, uterine haemorrhage, abdominal pain upper, back pain, post procedural infection, umbilical hernia, dyspareunia, fatigue, anxiety, weight decreased, menorrhagia, female sexual dysfunction, tooth disorder, flatulence, abdominal distension, irritable bowel syndrome, hot flush, mood swings, night sweats, pyrexia, headache, paraesthesia, hypoaesthesia, pelvic pain, depression, endometriosis, vaginal discharge, insomnia, weight increased, skin discolouration and abdominal pain outcome was unknown and the abdominal pain lower, migraine, dysgeusia, vaginal haemorrhage, dysmenorrhoea, alopecia and nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, post procedural infection, pyrexia, skin discolouration, tooth disorder, umbilical hernia, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms current weight 160 lbs insertion details: procedure: essure bilateral hysteroscopic tubal ligation. Detail: left, approximately 8 coils visible after deploying. Right, approximately 6 coils visualized after deploying. Removal details: procedure: diagnostic laparoscopy, occlusion right fallopian tube with filshie clips, diagnostic hysteroscopy with removal foreign body (essure coil). Findings: essure coil, correct position left fallopian tube. Right fallopian tube without coil, coil protruding through myometrium 1cm medial to tube os. Uterine coil removed from myometrium (B)(6) 2010; (B)(6) 2012. Right coil removed and right fallopian tube occluded with clips. Total hysterectomy (uterus and cervix removed). One ovary left for hormonal reasons (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) x-ray - on (B)(6) 2010: right coil migrated to uterus on an unknown date, plaintiff underwent an hsg test following her essure placement. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and social media post received. Events added: device dislocation and device expulsion. Concomitant drugs and lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), device expulsion ("migration of essure device: essure had moved into uterus;") and uterine haemorrhage ("bleeding of the uterus") in a 30-year-old female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroidectomy (3 surgeries (aug-2006, feb-2008, dec-2008)). Concurrent conditions included adhd, body mass index normal, tobacco user (for 14 yrs) and bipolar disorder. Concomitant products included salbutamol (albuterol) since 2005 for asthma. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In june 2010, the patient experienced migraine ("migraines"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). In july 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), mood swings ("mood swings") and weight increased ("weight gain"). In august 2010, the patient experienced paraesthesia ("tingling in arms and feet") and insomnia ("insomnia (past 2 years ongoing issue)"). On (B)(6) 2010, the patient experienced post procedural infection ("infection from hysterectomy") and device expulsion (seriousness criteria medically significant and intervention required). In january 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced umbilical hernia ("hernia at belly button"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), weight decreased ("weight loss"), tooth disorder ("dental problems"), hot flush ("hot flashes"), night sweats ("night sweats"), pyrexia ("fever"), hypoaesthesia ("numbness in arms and feet"), skin discolouration ("toes will turn purple") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a procedure to relieve the forgoing symptoms and to remove her essure) and surgery (hysterectomy(uterus and cervic removed)/uterine coil removed from myometrium). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, migraine, dysgeusia, vaginal haemorrhage, dysmenorrhoea, alopecia and nausea had resolved and the genital haemorrhage, abdominal pain upper, back pain, post procedural infection, umbilical hernia, dyspareunia, fatigue, anxiety, weight decreased, menorrhagia, female sexual dysfunction, tooth disorder, flatulence, abdominal distension, irritable bowel syndrome, hot flush, mood swings, night sweats, pyrexia, headache, device expulsion, paraesthesia, hypoaesthesia, pelvic pain, depression, endometriosis, vaginal discharge, insomnia, weight increased, skin discolouration, uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, post procedural infection, pyrexia, skin discolouration, tooth disorder, umbilical hernia, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptomscurrent weight 160 lbsinsertion details: procedure: essure bilateral hysteroscopic tubal ligation.detail: left, approximately 8 coils visible after deploying. Right, approximately 6 coils visualized after deploying.removal details: procedure: diagnostic laparoscopy, occlusion right fallopian tube with filshie clips, diagnostic hysteroscopy with removal foreign body (essure coil).findings: essure coil, correct position left fallopian tube. Right fallopian tube without coil, coil protruding through myometrium 1cm medial to tube os. Uterine coil removed from myometrium.(B)(6) 2010; (B)(6) 2012. Right coil removed and right fallopian tube occluded with clips. Total hysterectomy (uterus and cervix removed). One ovary left for hormonal reasons (per pfs) diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 24.4 kg/sqm.x-ray - on (B)(6) 2010: right coil migrated to uterus.on an unknown date, plaintiff underwent an hsg test following her essure placement.most recent follow-up information incorporated above includes:on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2010. Lot number (627290) added. Concomitant medication added. Events infection from hysterectomy, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), gas, bloating, irritable bowel syndrome, hair loss, hot flashes, mood swings, night sweats, fever, headaches, migration of essure device: essure had moved into uterus, nausea, tingling in arms and feet, numbness in arms and feet, pain, depression, endometriosis, vaginal discharge, insomnia (past 2 years ongoing issue), weight gain, toes will turn purple and bleeding of the uterus addedincident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: essure had moved into uterus;"), device dislocation ("malposition of essure device-location of device: pelvis outside of fallopian tubes"), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("bleeding of the uterus") in a 30-year-old female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroidectomy (3 surgeries (aug-2006, feb-2008, dec-2008)). Concurrent conditions included adhd, body mass index normal, tobacco user (for 14 yrs) and bipolar disorder. Concomitant products included salbutamol (albuterol) since 2005 for asthma as well as clonazepam (klonopin), hydrocodone, ibuprofen, obetrol (adderall), ondansetron (zofran), paracetamol (tylenol), paroxetine hydrochloride (paxil) and sertraline (zoloft). On (B)(6) 2010 the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010 the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced anxiety ("anxiety") and depression ("depression"). In june 2010, the patient experienced migraine ("migraines"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). In july 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), mood swings ("mood swings") and weight increased ("weight gain"). In august 2010, the patient experienced paraesthesia ("tingling in arms and feet") and insomnia ("insomnia (past 2 years ongoing issue)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and post procedural infection ("infection from hysterectomy/infection from surgery"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In january 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced umbilical hernia ("hernia at belly button"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), weight decreased ("weight loss"), tooth disorder ("dental problems"), hot flush ("hot flashes"), night sweats ("night sweats"), pyrexia ("fever"), hypoaesthesia ("numbness in arms and feet"), skin discolouration ("toes will turn purple") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(uterus and cervic removed)/uterine coil removed from myometrium). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, uterine haemorrhage, abdominal pain upper, back pain, post procedural infection, umbilical hernia, dyspareunia, fatigue, anxiety, weight decreased, menorrhagia, female sexual dysfunction, tooth disorder, flatulence, abdominal distension, irritable bowel syndrome, hot flush, mood swings, night sweats, pyrexia, headache, paraesthesia, hypoaesthesia, pelvic pain, depression, endometriosis, vaginal discharge, insomnia, weight increased, skin discolouration and abdominal pain outcome was unknown and the abdominal pain lower, migraine, dysgeusia, vaginal haemorrhage, dysmenorrhoea, alopecia and nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, post procedural infection, pyrexia, skin discolouration, tooth disorder, umbilical hernia, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms current weight 160 lbs insertion details: procedure: essure bilateral hysteroscopic tubal ligation. Detail: left, approximately 8 coils visible after deploying. Right, approximately 6 coils visualized after deploying. Removal details: procedure: diagnostic laparoscopy, occlusion right fallopian tube with filshie clips, diagnostic hysteroscopy with removal foreign body (essure coil). Findings: essure coil, correct position left fallopian tube. Right fallopian tube without coil, coil protruding through myometrium 1cm medial to tube os. Uterine coil removed from myometrium. 05-nov-2010; 15-jun-2012. Right coil removed and right fallopian tube occluded with clips. Total hysterectomy (uterus and cervix removed). One ovary left for hormonal reasons (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on 24-aug-2010: unilateral occlusion (left tube occluded) x-ray - on 25-aug-2010: right coil migrated to uterus on an unknown date, plaintiff underwent an hsg test following her essure placement quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), infection ("infection"), hernia ("hernia"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), anxiety ("anxiety"), dysgeusia ("metallic taste in her mouth") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a procedure to relieve the forgoing symptoms and to remove her essure). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain upper, back pain, infection, hernia, dyspareunia, migraine, fatigue, anxiety, dysgeusia and weight decreased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, hernia, infection, migraine and weight decreased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results: on an unknown date, plaintiff underwent an hsg test following her essure placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.